Manufacturer narrative:
Tw # (B)(4). Corrected section: h6 code 22 changed to code 12. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 13-may-2024. An investigation was conducted on 22-may-2024. A visual inspection of the photographic evidence was conducted. The clear hot jaw insulation was observed to be peeled on the tip of the hot jaw, exposing the metal hot jaw tip. The heater wire was observed to be flexed and twisted away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting device handle and cannula. The c-ring on the cannula was observed to be intact, no visual defects were observed. The clear hot jaw insulation was observed to be peeled on the tip of the hot jaw, exposing the metal hot jaw tip. The heater wire was observed to be flexed and twisted away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. No electrical testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire" was confirmed and analyzed failure "peeled; jaw/delaminated" was confirmed. The lot #3000372056 history record review was completed. There was one (01) ncmr identified which has no relation between the batch manufacturing process and the reported failure. The ncmr was related to the non-conformance of cannula. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure of the saphenous vein after the dissection process was completed and after ligating several branches, vasoview hemopro 2 metal within the jaws of the harvesting tool had separated from the outer coating. The jaws were not opened during the insertion of the tool and the tool was oriented with the tips of the tool facing up. The device was deemed unsafe and immediately removed from the surgical field. A new device was opened to complete the procedure with no further complications. There was a procedural delay of 2-3 minutes to open the new device. No injuries occurred due to the defect and no parts of the device were lost. Photos provided by complainant show the jaws with evidence of blood with the metal wire separated.